Manufacturer narrative:
Concomitant medical products: product ID: 407658 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after a syncopal event and a possible capture issue was noted on the right ventricular (rv) lead. The cardiac resynchronization therapy defibrillator (crt-d) may have classified a prior ventricular tachycardia (vt)/ventricular fibrillation (vf) episode as supra ventricular tachycardia (svt) and withheld defibrillation therapy as well. Possible intermittent undersensing was noted on the right atrial (ra) lead. The crt-d and leads remain in use. No further patient complications have been reported as a result of this event.